Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not emit tones with magnet placement and was unable to be interrogated with a programmer. It was noted that the device showed a battery status of 7 years remaining approximately 1 year ago and that tachycardia therapy had been programmed off at the request of a physician due to the patient was in hospice care. The patient was not pacemaker dependent. An x-ray was taken of the device and reviewed by boston scientific technical services (ts). Ts discussed that the shape of the device was consistent with a boston scientific device, so it was concluded that the device likely had not been explanted and replaced with another manufacturer's device. No adverse patient effects were reported. No interventions were planned as the patient was in hospice care.